Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system (cmds) (B)(6) was returned to gore and an engineering evaluation was performed. The investigation showed the following: the findings of the evaluation are consistent with the reported event description that primary deployment of the device was not able to be initiated due to an additional loop around the primary deployment line (pdl) slip knot loop. The inability to complete primary deployment due to an additional loop around the pdl slip knot loop is likely a manufacturing deficiency either related to the sleeve supplier processing or the cmds customization process. H6, medical device problem code: replaced 1069 (break) with 3270 (activation failure)

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a thoracic aortic acute type b dissection and was treated with a gore® tag® conformable thoracic stent graft with active control system. On (B)(6), 2021, follow up CT imaging revealed the dissection had progressed towards distal and the decision was made to extend the initially implanted tgm404020e component with an additional stentgraft. On (B)(6), 2021, the planned re-intervention was performed. During the procedure, a gore® tag® conformable thoracic stent graft with active control system tgmr454520e was advanced to the intended location over a lunderquist guidewire using a gore® dry seal flex introducer sheath dsf (24/33). Having positioned the stent graft, the deployment handle was unlocked and the physician actuated initial deployment. However, resistance was felt after the deployment line had been pulled for 5 cm. The pulling movement was continued with a steady motion when the deployment line reportedly broke with the endoprosthesis still fully constrained. It was therefore decided to remove the tgmr454520e component from the patient and replace it with a gore® tag® conformable thoracic stent graft with active control system measuring 45mmx15cm. The patient tolerated the procedure.